Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through visual inspection. The returned provisional exhibited signs of repeated use (nicked/gouged) and was fractured on the lateral side of the post. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined as the frequency and condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the provisional broke during cleaning.